Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer was vomiting and had a blood glucose (bg) over 500 mg/dl with possible ketones. The bg level was addressed with an insulin bolus from the pump and with insulin injections. The customer was admitted to the hospital and was treated with intravenous fluids, saline, insulin and heart monitor. The customer stated that the kidneys had started to shut down, but regained function. The customer was not certain if there was any permanent damage. The customer was discharged from the hospital 4 days later. Tandem technical support was unable to troubleshoot to determine a possible cause of the alarms as they had occurred in the past.